Event description:
The operator of an advia centaur instrument observed smoke being emitted from the instrument. The customer stated that the power cable was located on the floor in wash 1 solution that had spilled, causing an electrical short. The operator powered off the instrument. There were no reports of adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of smoke emitted from the instrument was due an electrical short that occurred when the power cord came into contact with spilled wash 1 solution. The cse replaced the power cord. The instrument is performing according to specifications. No further evaluation of the device is required.